Manufacturer narrative:
Awaiting engineering complaint investigation, which will be submitted in supplement f1.

Event description:
Pt was initially instrumented on (B)(6) 2006 with an l5-s1 pedicle screw construct. Pt apparently never achieved fusion and eventually, the great force on the construct prompted the right s1 pedicle screw to break at about the 7th proximal thread. The construct was replaced on (B)(6) 2010. The broken 6x35 mm screw including the locking nut and the pre-bent rod were returned for evaluation.